Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference numbers: 1627487-2021-17275, 1627487-2021-17276, 1627487-2021-17277. It was reported that the patient experienced ineffective stimulation since implant. As a result, surgical intervention may take place at a later date to address the issue.